Manufacturer narrative:
The hill-rom technician found the CPR/trend valve needed to be replaced. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head cylinder. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the CPR/trend valve to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed was going into trend by itself. The bed was located in the storage room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).